Event description:
In late 2008, the patient's diabetes educator reported that she is assisting the patient with erratic blood glucose readings. The erratic readings began in june after the patient fractured his skull and have gradually gotten worse. She stated that his blood glucose ranges from 65-514mg/dl. He treats his blood glucose by either eating or bolusing through the infusion device. Four days later, the patient's wife called in regards to the patient's erratic blood glucose readings. The patient and his wife were both very upset and the patient would not troubleshoot. Upon follow up with the patient the next day, he stated that he had memory issues and he is unable to remember how to operate the infusion device. He stated that he believed he had programmed the basal rates but he realized the basal rates were programmed to 0 units per hour and he had not pressed the check key twice to save the changes. He stated that he switched to his previous device "which I know how to work in and out" and his blood glucose lowered to 98 mg/dl. He scheduled additional training with the infusion device. Product was requested to be returned for evaluation.